Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus) / malposition of essure device (location of device: uterine wall)/migration of essure device (location of device: uterine wall)"), genital haemorrhage ("persistent bleeding \ abnormal bleeding \bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)") and device dislocation ("us shows left essure coil is mal positioned") in a (B)(6) -year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 ((B)(6) 1990, (B)(6) 1994, (B)(6) 2003) and uterine dilation and curettage. Patient denies family history breast, uterine, ovarian cancer. Patient denies depressed mood, anhedonia, suicide ideation. Previously administered products included for an unreported indication: oral contraceptives from 1990 to 2008. Concurrent conditions included body mass index normal, fever, post coital bleeding, common cold, ear pain, tenderness, hearing loss, lightheadedness, dizzy, numbness of limbs-trunk, panic attack, low back pain, irregular menstruation, smoker, irritability, sleep disturbance, non-tobacco user, alcohol use (1.2 oz alcohol/week; 2 standard drinks or equivalent per week) and uterine bleeding. Family history included prostate cancer (father), type ii diabetes mellitus (father, mother), alcohol abuse (father), cerebrovascular disorder (stroke- mother) and hypertension (mother). Concomitant products included oral contraceptive nos from 1990 to 2008 for contraception as well as anaesthetics (anesthesia), fluoxetine hydrochloride (prozac) since 2016, medroxyprogesterone acetate (depo-provera), paroxetine hydrochloride (paxil) since 2016 and sertraline (zoloft) since 2017. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia ( inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and hormone level abnormal ("hormonal changes"). In 2008, the patient experienced nausea ("nausea"), acne ("acne") and weight increased ("weight gain"). In 2011, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2016, 8 years 5 months after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain. In 2016, the patient experienced anxiety ("anxiety") and depression ("depression)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with oxazepam (serax), propacet (darvocet), ketorolac tromethamine (toradol), surgery (laparoscopically-assisted vaginal hysterectomy with bilateral salpingectomy. Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, genital haemorrhage and dysmenorrhoea had resolved and the device dislocation, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dyspareunia, fatigue, hormone level abnormal, nausea, anxiety, acne, vaginal discharge and weight increased outcome was unknown. The reporter considered acne, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hormone level abnormal, menorrhagia, nausea, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: there was a spasm and the coils were somewhat expulsed. There were approximately 16 coils visible at the end of the procedure. The right tube was visualized and the essure device was placed. There were 5 coils visible in the cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Concerning the reported injuries in this case , the following event was "exactrated" from mr:-us shows left essure coil is mal positioned (device dislocation). Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received, case became incident in follow up, reporter added, patient historical and concomitant condition added, concomitant drug added, event added as follows :-perforation (uterus), device dislocation, vaginal bleeding, menorrhagia, apareunia (inability to have sexual intercourse), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, hormonal changes, nausea, anxiety, depression, acne, vaginal discharge, weight gain, severe abdomen pain. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus) / malposition of essure device (location of device:uterine wall)/migration of essure device (location of device: uterine wall)"), genital haemorrhage ("persistent bleeding \ abnormal bleeding \bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)") and device dislocation ("us shows left essure coil is mal positioned") in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 ((B)(6) 1990, (B)(6) 1994, (B)(6) 2003) and uterine dilation and curettage. Patient denies family history breast, uterine, ovarian cancer. Patient denies depressed mood, anhedonia, suicide ideation. Previously administered products included for an unreported indication: oral contraceptives from 1990 to 2008. Concurrent conditions included body mass index normal, fever, post coital bleeding, common cold, ear pain, tenderness, hearing loss, lightheadedness, dizzy, numbness of limbs-trunk, panic attack, low back pain, irregular menstruation, smoker, irritability, sleep disturbance, non-tobacco user, alcohol use (1.2 oz alcohol/week; 2 standard drinks or equivalent per week) and uterine bleeding. Family history included prostate cancer (father), type ii diabetes mellitus (father, mother), alcohol abuse (father), cerebrovascular disorder (stroke- mother) and hypertension (mother). Concomitant products included oral contraceptive nos from 1990 to 2008 for contraception as well as anaesthetics (anesthesia), fluoxetine hydrochloride (prozac) since 2016, medroxyprogesterone acetate (depo-provera), paroxetine hydrochloride (paxil) since 2016 and sertraline (zoloft) since 2017. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia ( inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and hormone level abnormal ("hormonal changes"). In 2008, the patient experienced nausea ("nausea"), acne ("acne") and weight increased ("weight gain"). In 2011, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2016, 8 years 5 months after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain. In 2016, the patient experienced anxiety ("anxiety") and depression ("depression"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and mood swings ("mood swings"). The patient was treated with oxazepam (serax), propacet (darvocet), ketorolac tromethamine (toradol), surgery (laparoscopically-assisted vaginal hysterectomy with bilateral salpingectomy), surgery (laparoscopically-assisted vaginal hysterectomy with bilateral salpingectomy), surgery (laparoscopically-assisted vaginal hysterectomy with bilateral salpingectomy) and surgery (laparoscopically-assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, genital haemorrhage and dysmenorrhoea had resolved and the device dislocation, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dyspareunia, fatigue, hormone level abnormal, nausea, anxiety, acne, vaginal discharge, weight increased and mood swings outcome was unknown. The reporter considered acne, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hormone level abnormal, menorrhagia, mood swings, nausea, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: there was a spasm and the coils were somewhat exposed. There were approximately 16 coils visible at the end of the procedure. The right tube was visualized and the essure device was placed. There were 5 coils visible in the cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion/ malposition of essure concerning the reported injuries in this case , the following event was execrated from mr:-us shows left essure coil is mal positioned (device dislocation) most recent follow-up information incorporated above includes: on 3-may-2018: plaintiff fact sheet- event mood swings was added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.